Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure because the doctor was unable to correct the astigmatism with limbal relaxing incisions (lri) due to likely keratoconus. The lens was replaced with a monofocal lens. No patient complications were reported. The patient is reported to be doing fine.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was returned cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the received condition of the lens no further analysis was possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number there were no nonconformances with respect to the sterilization process. There were no associated nonconformity material reports. Based on the manufacturing record review and historical review no nonconformances were found; the lens was manufactured according to specification. All pertinent information available to abbott medical optics at the time of this report has been submitted.